Manufacturer narrative:
Correction: the expiration date should have been 04/25/2021 rather than 01/30/2020. The device manufacture date should have been 04/26/2019 rather than 01/30/2018. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the lead revision surgery on (B)(6) 2019, (manufacturer reference number: 1627487-2019-12099 and 1627487-2019-12100), the physician was not able to implant the new lead. The physician elected to abandon the procedure and explanted the entire drg system.